Event description:
Event description cpi received information that this implantable pulse generator (ipg), upon lead connection, exhibited a 4-second pause in pacing. The device remains implanted and is pacing appropriately.